Event description:
A report was received that the patient was having charging problems due to the ipg being upside down. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision at this time due to some insurance issues and is still trying to find a provider.

Event description:
A report was received that the patient was having charging problems due to the ipg being upside down. The patient will undergo a revision.